Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The aneurysm neck was 21 cm in diameter. Vessel morphology is unk. It was reported that about 2 cm of the stent graft was initially deployed. The physician attempted to pull the device down into the correct position, but the stent graft remained in the initially deployed position. The physician released the quick disconnect and pulled on the runners and nose cone. When the nose cone became lodged in the underployed portion of the stent graft, the physician was able to pull the device down to the correct position. The procedure was completed without incident. No clinical sequelae were reported, and the pt is reported to be fine.